Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed. The device did not meet its longevity requirement. With a replacement battery, the device tested normal and no sources of high current drain were found. The cause of the battery depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.